Event description:
The user facility reported during the vitrectomy procedure, the tubing providing air exchange disconnected from the cutter. A back up pack was opened and the procedure continued without incident. There was no injury to the pt.

Manufacturer narrative:
Eval completed. One collection cassette assembly with a 20ga cutter was returned without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Close visual inspection found that the air line (the drive connection dampener and barb connector) is not fully seated into the back cap. Functional testing was performed using a stellaris pc system. The air line did pop out during testing causing loss of cutting action. The cutter cannot function in this condition. The sterilization and lot history records have been reviewed and found to be acceptable.